Event description:
It was reported that the patient presented for device change-out. Externalized conductors were noted. Electrical measurements were normal. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.